Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. The reported patient effects of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported partial clip movement appears to be due to challenging patient anatomy/morphology. Additionally, the reported patient effect of recurrent mr appears to be due to reported partial clip movement(migration). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation (mr). On (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips were successfully implanted, reducing mr to a grade of 1. On (B)(6) 2019, echocardiogram was performed and showed one of the implanted clips (90103u156) was no longer stable on the posterior leaflet but was still attached to both leaflets, causing mr to increase to a grade of 2-3 on (B)(6) 2019 a second mitraclip procedure was performed to treat mr with a grade of 2-3. One clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.